Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had moisture damage. The insulin pump fell in the water and is not working. The customer stated the insulin pump display went blank immediately after moisture damage. Advised to discontinue the use of the insulin pump and revert to back up plan. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly; unable to perform any test due to blank display. The insulin pump had cracked and bleeding lcd glass, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.